Event description:
It was reported that 3 bd vacutainer® lithium heparin 95 usp units blood collection tubes were underfilled. The following information was provided by the initial reporter: "material no. 367886, batch no. 0072519, 0167229 and 9220481. It is reported customer is experiencing under filling. Verbiage received, "here are three additional lot numbers which the tubes are not filling properly. Green lithium heparin 6ml test tubes lots 0072519, 0167229, 9220481?"

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, 10 retention samples from each lot were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0072519, medical device expiration date: 2021-08-31, device manufacture date: 2020-03-12. Medical device lot #: 0167229, medical device expiration date: 2021-11-30, device manufacture date: 2020-06-15. Medical device lot #: 9220481, medical device expiration date: 2021-01-31, device manufacture date: 2019-08-08.

Event description:
It was reported that 3 bd vacutainer® lithium heparinn 95 usp units blood collection tubes were underfilled. The following information was provided by the initial reporter: "material no. 367886, batch no. 0072519, 0167229 and 9220481. It is reported customer is experiencing under filling. Verbiage received, - "here are three additional lot numbers which the tubes are not filling properly. Green lithium heparin 6ml test tubes lots 0072519, 0167229, 9220481?"".